Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the patient line tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from a hole in the patient line tubing. The reported condition was verified. The cause of the condition could not be determined; however, the hole had the appearance of chew marks possibly caused by a pest or pet. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked and there were air bubbles in the line. The event was further described as ¿fluid near the cycler on the floor¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.